Event description:
A malfunction occurred with the pump, displaying fault code malf 16, which persisted even after attempts to reset it. There was no adverse impact to the customer¿s blood glucose level. The customer used mdi as a backup therapy, and tandem technical support arranged for a replacement pump with updated software, providing necessary training and requiring the return of the faulty pump.